Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore only based on the returned device data. The returned device data was inspected. During inspection the clinical observation could be confirmed. T-waves were sensed in the ventricular channel on (B)(6) 2015, leading to vf detection with subsequent therapy delivery. This does not represent a device malfunction. The sensing parameters can be programmed to specifically reduce the sensing of large intrinsic t-waves as reported in the complaint description. There was no indication of a device malfunction.

Event description:
Ous MDR - after an implantation period of about 3 months, oversensing with one inappropriate shock was reported. The physician reportedly changed the standard sensing to t-wave-suppression. No further oversensing records have been reported since then. The device is still active and implanted.